Event description:
It was reported that the device was explanted due to infection and wound not healing. No further information provided.

Event description:
New information notes that patient had a hematoma with the wound not healing. Patient was treated with antibiotics and the hematoma is healing and looking better. Culture test was performed and was negative. Patient condition is well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.